Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction and removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the customer was unable to store images. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, system was not in clinical use at the time of event. Analysis of the log file could not confirm any malfunction. A philips field service engineer (fse) inspected the system onsite and confirmed the reported event. During troubleshooting fse found that there was a full hard disk and needed to be reformatted. The cause of the malfunction was confirmed to be a faulty image processing pc(ippc), specifically a disk bay problem. Fse replaced the ippc and hard disk spare parts to resolve the issue. The replaced ippc was returned for analysis and the part analysis confirmed that the hard disk drive(hdd) bay was defective. Philips has confirmed that the reported failure is due to a disk bay failure. Due to the disk bay failure, the system may not perform as intended and may stop functioning and imaging may not be possible, resulting in delay of procedure. Philips has initiated a medical device correction (z-1151-2024) /field safety corrective action (2023-igt-bst-027). The correction has been scheduled to be implemented on the system. The system is currently being used after replacement of the ippc and hard disks. The codes were updated based on the investigation outcome.